Event description:
A customer reported obtaining erroneously low creatinine (cr-s) for two (2) patients and erroneously low blood urea nitrogen (bun) results for two (2) other patients on a unicel dxc 600 synchron clinical system. The results were not reported out of the laboratory. Subsequent testing yielded higher cr-s and bun results. No change to patient treatment or diagnosis was reported in connection with this event.

Manufacturer narrative:
The customer did not provide sample information. A field service engineer (fse) was dispatched for this event. The fse found a defective vacuum valve on reagent probe a and replaced it.